Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened act button dome switch. No moisture damage found on keypad traces, electronic assembly or motor.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the act button got stuck. The customer's father reported that they received a button error alarm. The customer's blood glucose was 393 mg/dl at the time of incident. The customer's father stated that they corrected that the blood glucose with the insulin pump. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.